Event description:
Caller stated that medical attention was sought on (B)(6) 2020 around 5:30pm at a patient care facility. Caller was calling for her mother who is in a patient care facility. She stated that she was told that the end-user had her blood glucose checked with her prodigy meter and got a result of 125mg/dl. Caller stated that the facility called the paramedics approximately 10-20 minutes after due to the end-user not being able to sit up on her own and she was incoherent. The caller does not know if any additional blood glucose tests were performed with the prodigy meter. There were no food drink or medications consumed while waiting for paramedics to arrive. Caller did not know how long it took paramedics to arrive however upon arrival the end-users blood glucose was 45mg/dl. The end-user was transported to (B)(6) medical center located at (B)(6). Caller does not know what treatment was received nor does she know what the discharge instructions were. Caller stated that the end-user was in the hospital for 3 days. Caller also stated the end-user was taken off 2 medications after seeking medical attention but does not know what medications the end-user takes nor, does she know her weight. Caller refused to give us the contact information for the facility the end-user is in to get additional information.